Event description:
The (B)(6) female patient had gone through cardiac surgery successfully. Afterwards, the physician planned to place a PICC catheter to have vascular access for nutrition and antibiotics. During the PICC placement, they began the placement as usual, puncturing with needle on the cephalic vein. However, when they placed the introducer, the wire was advancing in the vessel when it broke at the floppy tip, remaining within the patient. The tip was successfully removed in the interventional radiology department. No additional information was provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Product was not returned for evaluation; however, a review of the complaint history, instructions for use(IFU), manufacturing instructions(mi), and quality control (qc) was conducted during our investigation. This wire guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. An instructions for use (IFU) is provided; which includes the appropriate contraindications, warnings and precautions. The root cause of this separation cannot be determined with certainty. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment (qera), there is insufficient risk due in part to high detection activities, low occurrence and low severity. No further action will be taken.